Event description:
It was reported that the patient underwent a surgical intervention to explant an artificial urinary sphincter (aus) due to the cuff not fitting the patient properly. A new, better fitted aus was implanted, and there were no patient complications reported.